Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. As received, internal wires were exposed and damaged in the electrode belt trunk cable. The cause for the exposed and damaged wires is cuts in the trunk cable. The root cause of the cuts in the cable cannot be positively identified but is likely a result of physical abuse. No adverse event results from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll to report an unrelated issue. During servicing, a reportable problem was discovered. The electrode belt trunk cable was damaged. The pt was issued a replacement electrode belt.